Event description:
Device received in 2005 in a large batch from medtronic returned goods. No oos or reason for explant received with the device.

Event description:
Device returned in 2005 in a large batch from medtronic returned goods. No oos or reason for explant received with the device.